Event description:
The consumer indicated that her tampon came apart on five separate occasions and tampon pieces remained inside of her. She is not sure if she removed all the remaining fibers. She indicated the string pulled out of the tampons when she tried to remove them which required her to have to manually remove them.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.